Event description:
It was reported by customer before use that cs100 intra-aortic balloon pump (iabp) screen was flickering. No patient involvement and no injury or harm reported.

Manufacturer narrative:
Due to character limitation in e1, full event site name:(B)(6) hospital. Full event site address: (B)(6). Full event site city: (B)(6). Full event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated field- b4, g3, g6, h2, h11. Corrected field- d4 ( UDI number).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated filed: b4, d9, e2, e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions) and h11. Corrected fields: d4 (serial# and unique identifier (UDI) #). A getinge field service engineer (fse) was dispatched to evaluate the unit, he states, he went to the user's site to confirm that the screen flickering was caused by a cable failure and that the cable needed to be replaced. We gave the customer a quote. On june 5, 2025, fse went to the customer's site to replace the cable and perform the factory-specified tests. All passed, meeting clinical requirements, and delivered to the customer.